Manufacturer narrative:
(H3,h6):the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, issue status: "pendant response issues" ¿ not confirmed.the reported complaint could not be confirmed. The pendant was installed into test system, and both the system and pendant booted as expected. All keys remain functional; however, several exhibit wear and require excessive pressure to actuate properly. Visual inspection revealed that the laminate is beginning to lift and bubble around the keys. The pendant shows signs of wear and fatigue but no functional failure was observed during testing. Codes:b01,c07,d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that the pendant buttons were not responding as the site believed they should. The buttons were causing erratic movements that do not correspond with the buttons they are intended to press. The site also reported that this may have caused some images to be incorrectly flipped when taking a spin. There was no patient involved.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. Systems pendant would intermittently fail to respond to commands such as door open, close, dock and collimate. Site was able to reproduce this and found the pendant to be at fault. Removed and replaced pendant and performed system checkout. System was fully functional and returned to the customer for clinical workflow. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.